Event description:
It was reported that the dexcom g7 sensor pairing to the ilet failed despite prior assistance, code re-entry, bluetooth toggling, and an ilet restart, consistent with an intermittent communication failure associated with the antenna/electrical and magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem between the devices, aligning with an intermittent communication failure involving the antenna component and related electrical or magnetic elements. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.